Event description:
It was reported that after announcing a usual meal of two slices of pepperoni and sausage pizza on the ilet, the patient experienced hyperglycemia with blood glucose readings rising from approximately 200 mg/dl pre-meal to 377 mg/dl and later to 472 mg/dl; the caregiver administered subcutaneous fast-acting insulin by pen, performed a site and supply change, and later reconnected the pump per guidance, with no device or component malfunction identified and no specific device problem characterized. Symptoms included hyperglycemia, while the patient denied other symptoms. Outcomes included no health consequences or impact, though an unexpected medication intervention was required and the event met criteria for a serious injury/illness/impairment impact classification. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and the event was categorized as an adverse event without an identified device or use problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.